Event description:
The pt stated that she received the 09 (technical inspection due) error on her infusion device and she stated that she did not receive the previous 8x (88, 86, 84, 82) alarms prior to the device shutting down. The pt stated that she did have a backup infusion device. No physiological effects were reported. The pt did not require medical attention from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.